Event description:
It was reported that the patient's implantable cardioverter defibrillator was exhibiting atrial under-sensing and competitive atrial pacing. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.